Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "system fault 36" and "system fault 37". The complainant indicated that there was no pt involvement in the reported failure.